Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed fluid leaking from the cc (cartridge chemistry) sample probe t-valve. The fse replaced the sample probe t-valve to resolve the issue, no further leaking was observed. The t-valve was returned to beckman coulter for further evaluation; testing confirmed failure of the t-valve.

Event description:
The customer reported a contained leak from the cc (cartridge chemistry) sample probe t-valve on their unicel dxc 600 pro synchron system. The leak was found while the customer was investigating suspected erroneous patient results. The patient results were reported out of the lab, but there was no impact to patient treatment. Since the samples were contaminated from the leak, the samples were recollected and the patient results were amended with the recollected patient results. The operator was wearing personal protective equipment and no injury or exposure was reported.